Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced a pericardial effusion. The transseptal puncture was performed using a non-boston scientific needle in the faradrive dilator. After the puncture the sheath was able to cross the septum but with some resistance. A guidewire was advanced through the sheath into a pulmonary vein and when the sheath and dilator were advanced over the guidewire a "jump" was felt. The physician checked the intracardiac echocardiography (ice) imaging and saw a pericardial effusion. The physician was stopped and a pericardiocentesis took place and reversal agents were given for the anticoagulation medication given for the procedure. The patient was medivac'ed to another facility via helicopter where more drainage was performed. The patient was hospitalized and is expected to make a full recovery. The sheath is not expected to be returned as it was disposed of by the facility.